Event description:
The doctor indicated that this abutment screw fractured.

Manufacturer narrative:
Visual inspection confirmed that the thread of the abutment screw fractured. The internal hex also appeared to be damaged and the component appeared to be well-used. Review of the product¿s history did not indicate a manufacturing deviation that could cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.